Manufacturer narrative:
Product complaint # =(B)(4). The following information was requested, but unavailable: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain.=>unk - what is the procedure name and date?=>unk. H3 investigation summary ==> the product was returned to eth for evaluation. Visual inspection revealed that one used needle and one suture piece were received for analysis. Product code sxpp1b408. A visual inspection of the returned sample confirmed that the swage and attachment area were noted to be as anticipated. The barrel hole was examined under magnification, and no evidence of suture remnants were found. Examination of the suture piece indicated that the insertion mark was consistent with expectations. The force required to detach the needle from the suture could not be determined. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During surgery, the suture and needle at the proximal end was detached from the needle easily. This only happened with one needle/suture. The other needles/sutures did not have any problems. It was not a control release needle. Another product was used to complete the case.. No adverse patient consequences were reported. Additional information was requested.